Event description:
During an implant procedure, the right ventricular (rv) lead was unable to be connected into the device header. The device was replaced to resolve the event. The patient was stable.